Manufacturer narrative:
Product complaint# (B)(4). Date sent to the FDA: 4/22/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: for the event that occured on march 2nd (needle detachment occurred during the making of the knot). Were there any patient consequences? Can you identify the lot number of the product used? Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Additional information was requested, the following was obtained: when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. We have had 2 events, on (B)(6) 2026 where the needle detachment occurred during the making of the knot and the one on (B)(6) 2026 where the needle detachment occurred while the suture was waiting to be used. Please confirm the lot number of product m8702: aw9694, av8314, aw8450, aw1215. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. It will not be delivered for analysis since the needle was not found in either of the two events to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. I am writing to inform you that we have received a notification concerning a failure related to the product. We have received two notifications related to this product. In the first report, operator mishandling was considered a possible cause, which is why it had not been reported to you. The second notification suggests the issue may be due to a defect in the product. I have attached both notifications for your information and so that any appropriate actions can be taken, if applicable. There were no patient consequences reported. Additional information was requested.